Manufacturer narrative:
(B)(4). The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications.

Event description:
On or about (B)(6) 2016, the patient presented to the hospital and complained a leg pain. Fever was over 40 degrees celsius. Swelling was observed around the location of jhjr070502j/15539364. The physician suspected an infection, and antibiotics was continuously administered after the hospital visit. However, the patient's fever continued to go up and down between 37-39 degrees celsius until the 21st day from the visit. So steroids was administered on the 21st day, and fever was resolved on the 22nd day. Reportedly, computed tomography (CT) which maybe performed in (B)(4) 2016 showed something like an abscess around jhjr070502j/15539364. The physician now suspects that it was an inflammatory reaction rather than an infection.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using two gore® viabahn® endoprostheses to repair occlusion of the left superficial femoral artery. The patient tolerated the procedure. On (B)(6) 2016, it was reported that there was an edema proximal to the endoprosthesis and the patient developed fever. The physician suspected an infection, and an antibiotic was started. After that,(B)(6) protein was decreased but fever was not decreased enough. At the end of (B)(6) 2016, steroid was administered, and fever was then decreased. Reportedly, causal bacterium was unknown, the patient had no comorbidity which might be related to the event, and the physician considered it was unknown whether the endoprosthesis contributed to the event.